Event description:
The patient reported she was no longer receiving stimulation and was unable to communicate with or charge her ipg. The patient stated she had lost a significant amount of weight. The patient was uncertain as to the last time she charged her ipg. A replacement charging system was sent to the patient. The sjm representative met with the patient and confirmed the issue. The patient is to consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.